Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user understanding differed from olympus recommendation in their handling and/or reprocessing steps of the device. The user used the hand leakage tester not the automatic one for leak testing bf-p190. The hand leakage tester is not adequate to sufficiently leak test a device because pressure cannot be maintained with that hand leakage tester. The event can be prevented by following the instructions for use: "5.4 leakage testing of the endoscope" olympus will continue to monitor field performance for this device.

Event description:
The customer reported the customer used a hand leakage tester on the evis exera iii bronchovideoscope instead of the automatic leakage tester on the scope during reprocessing. The hand leakage tester was not adequate to sufficiently leak test the scope due to the pressure not being maintained. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.